Event description:
Bilateral pt was revised due to pain. The surgeon indicated that the femoral component on the left side was loose, but the pain stemmed from the pt's worn natural patellas and deterioration of other compartments of the knee.